Event description:
It was reported that this right ventricular (rv) lead initially showed normal function post implant; however, shortly after, a loss of slack was observed, along with a drop in impedance and r wave amplitudes and an increased pacing threshold. A lead revision was performed approximately one week later, placing the lead in a more apical position. Despite the revision, similar issues reappeared a few days prior to the latest evaluation. The patient was brought in, and fluoroscopy revealed that the distal tip and ring of the lead were positioned outside the heart's silhouette, raising concern for a possible cardiac perforation. Pacing thresholds were checked in both bipolar and unipolar configurations, with no capture observed. The lead was not revised immediately, and the patient was admitted pending further intervention. This lead remains in service. No additional adverse patient effects were reported.